Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single ap view of the left elbow labeled pre-revision demonstrates a left total elbow arthroplasty with revised hinge pin which appears to be inappropriately sized. Implant disassembly of the hinge pin is noted. The root cause of the reported issue is attributed to use error. It was reported the revision was due to a wrong pin. Mmi confirmed incorrect sizing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left elbow surgery on an unknown date. The patient was then revised approximately a month and a half ago due to wearing of the implant. Subsequently, the patient was revised a month ago due to the incorrect implant being implanted into the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. The following sections were corrected: d1; d4; g4; h4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.